Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015.device evaluation: the device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots associated with a battery and cartridge change. The returned battery cap had damaged threads. The pump was unable to maintain an electrical connection with the pump due to the cap detaching. A test cap was used to complete the investigation. There was evidence of moisture in the battery compartment, and on the underside of the battery cap. The pump was opened and there was moisture observed on the internal components of the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery cap was cracked, and there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.